Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
This device used for treatment and not diagnosis. A review of synthes device history records for manufacturing revealed no complaint related issues. Placeholder.

Event description:
Patient presented with femur fracture following an injury on (B)(6) 2013 was implanted with trochanteric fixation nail (tfn) to repair the femur fracture on (B)(6) 2013. Post-operatively, the nail broke. Reportedly, the patient kicked a box postoperatively which resulted in the broken nail. On (B)(6) 2013, the patient underwent revision surgery. It was reported the surgeon plated the femur and implanted a cable. The broken nail remains implanted. This is 1 of 1 report for complaint (B)(4).